Event description:
During a surgical procedure and prior to use of a linear stapler the surgical technician applied a stapler cartridge reload and handed off to the surgeon. The surgeon inserted the device (stapler) into the patient and fired but the device would not release and only partially cut the tissue. The surgeon continued to work and manipulate device until it finally released. The stapler was sent to biomedical for evaluation and submittal to manufacturer.health professional's impression:user was unable to determine if the device was loaded incorrectly or if the device failed to deploy staples and cut.biomedical to return device to manufacturer for analysis and processing.